Event description:
It was reported that during a stenting treatment procedure, the balloon did not fully deflate in a uniform manner. The procedure treated the 80% stenosed target lesion located in the moderately calcified and mildly tortuous left anterior descending artery. A 2.75x24mm promus element plus stent was advanced and deployed, but the physician "felt the distal portion of the catheter and balloon appeared different than usual, as though the balloon did not fully deflate in a uniform manner". No patient complications were reported and the patient status is ok.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).